Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted, therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported within the last couple of months an end user developed a recto-vaginal fistula while the fms was in place. Length of insertion unknown. It is not known if the IFU was followed during the insertion or why the fms was inserted. Stool was noted in the vagina, a scan was done and a recto-vaginal fistula noted. The fms was discontinued. The issue prolonged the length of stay in the hospital and may result in surgery at a later time. The end user may be awaiting placement in a long term care facility. An "intensive review" is being conducted by the facility and they may have additional information at a later time. In-servicing will be performed on the product usage at the facility.